Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was loose on the balloon. The first four rows of both ends were flared and smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the bayonet 3cm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent damage. The middle stent outer diameters were measured and met manufacturing criteria. The proximal and distal stent outer diameters could not be measured due to the damage noted. A loose and damaged stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. Considering the extent of the damage (flared and smashed), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. It is likely that handling of the stent during removal of the protective sheath contributed to the stent damage. Additional handling likely contributed to the stent becoming loose on the balloon. A search of the lot history records indicated no nonconformances for the lot and a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that after the 3.5 x 18 vision stent delivery system (sds) was removed from the hoop, and the protective mandrel was removed, it was noticed that the proximal and distal stent struts were flared. There was no resistance during removal from the packaging. The device was not used, and a new stent sds was used to complete the procedure. There was no patient involvement. No additional information was provided. Returned device analysis revealed that the stent was loose on the balloon.